Manufacturer narrative:
The investigation for the reported aic - purge disc/flag issues has been completed. The impella device has been returned for evaluation. Console purge assembly was inspected, with special attention to the purge disc retainer and purge disc flag. No issues were found with either. The purge assembly was disassembled, and the purge pressure sensor was inspected, as well as the ribbon cable. No issues were found. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a broken purge/disc flag retainer was observed on the automated impella controller (aic). The customer did not want a loaner device. No report of patient involvement.